Manufacturer narrative:
(B)(4): the device was returned in two sections as the outer sheath had broken at the proximal end of the guidewire access port, and the inner lumen was broken at 209mm distal to the stiffening wire. The stent was fully mounted, and kinks were noted along the outer sheath distal to the mounted stent. During a functional analysis, there was no issue in the retraction and movement of the outer sheath along the proximal end of the shaft. The distal end of the sheath was then retracted and the stent was deployed. No issues were noted with the profile of the deployed stent. The most probable root cause of this damage is being considered operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during an ercp procedure within the common bile duct on (B)(6), 2010. According to the complainant, during the procedure, the stent was not able to deploy. The physician added that the angle of the scope was very acute, and that the anatomy was somewhat tortuous. The physician was able to complete the procedure with another wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results- the inner shaft of the device had detached, and the outer sheath was broken.